Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the reporter could not remember the time and date of the event. The device was inspected prior to use and no issues were observed. The failure was not related to the inability to move the instrument at all. The instrument moved in the intended direction and the timing of the instrument movement was appropriate. There was no shakiness or friction observed. The issue was persistent. No instrument-to-instrument or system arm-to-arm interference was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed, and the complaint was not confirmed by failure analysis (fa). The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The grip cable broke during testing. Also, the instrument was inspected before performing the intuitive motion test and was found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the large needle driver instrument was not controlled. The instrument was removed and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported.